Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
After the lead was electrically abandoned, the patient and physician elected to wait and see how the patient felt before proceeding with a lead revision. Due to exacerbation of the heart failure symptoms, the lead was explanted and replaced.

Event description:
It was reported that the patient presented to the emergency room with extracardiac stimulation due to the left ventricular (lv) lead. The patient also experienced a week of weakness, dyspnea, chest heaviness and felt as the device was pacing their breathing. Lightheadedness and coughing (non-productive) was noted for two days along with intermittent nausea with ringing wet diaphoresis. The symptoms were determined to be due to the lv lead function. The lv lead was electrically abandoned and remains implanted. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.